Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead dislodged during mitral valve surgery. On (B)(6) 2021, patient presented to the cath lab for lead revision. Physician tried to remove the lead, but he was unable to retract, so the lead was capped and replaced. The patient was stable.